Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-may-30. The patient noted that due to policy changes at the refill place her pump ran dry on (B)(6) 2017. It took the patient until (B)(6) 2017 to have someone silence the alarm. The patient stated that on (B)(6) 2017, the alarm started again. The patient was seeing the healthcare provider on (B)(6) 2017 and wanted to know what to do to ensure that the alarm didn¿t start again. The patient was receiving 30 mg/ml morphine sulfate at a dose of 6.599 mg/day and 15 mg/ml bupivacaine at a dose of 3.30 mg/day. There were no further complications reported or anticipated.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine 15 mg/ml at 3.998 mg/day and morphine 30 mg/ml at 7.995 mg/day. The indications for use were lumbar radiculopathy and spinal pain. It was reported that the pump should be dry and was alarming. The patient¿s refill was due on (B)(6) 2017. The patient did not have a hcp. The patient could not find a doctor to refill her pump. The consumer was wondering if the pump "miscalculated" because she was not having any withdrawals. The patient was taking a "rescue dose" for breakthrough pain because her pain had increased over the last 2 days. It was noted that the patient¿s low reservoir alarm volume was set to 1 ml. Worker's comp also provided a list [of physicians], but the patient did not have that info. The clinic did not return the patient¿s calls. The onset of the therapy/symptoms was gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was currently working with the doctor to get the pump replaced, but for the past two weeks the pump had been critically alarming. It was noted the patient¿s pump was empty. The patient was to follow-up with the healthcare provider (hcp). The event date for the most recent empty pump alarm was the past two weeks ((B)(6) 2019). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jun-27. It was stated that treatment via the pump was terminated by the physician in (B)(6)2017. The pump was ¿dry¿ as of (B)(6)11. The patient was unable to find a healthcare provider (hcp) to turn off the pump/alarm until (B)(6)11. The alarm spontaneously started anew on (B)(6)13. The circumstances that led to the pump alarm were stated as the patient was finally able to get to the hcp to re-examine and disable the alarm on (B)(6)31. The pump was now completely inoperable. The patient was awaiting removal. The steps taken to resolve the pump was a test injection with ns solution indicated that the pump was disabled. The pump alarm had been resolved. The patient¿s weight was (B)(6) lbs.